Manufacturer narrative:
Due to characterization limit e1: event site telephone:(B)(6). Updated fields: b4, d9, e1 (initial reporter name), g3, g6, h2, h6(investigation type, investigation findings, investigation conclusion, component code), h11. A getinge field service engineer (fse) evaluated the unit and was able to verify the reported malfunction. The fse confirmed that the battery was found to be beyond its service life. After customer approval, (2) 12 v batteries were replaced. All tests were performed and passed. The iabp was handed over to the customer in good, working condition.

Manufacturer narrative:
Due to character limit: (event site address)- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) could not store power. No patient involved.